Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had dislodged into the right ventricle. The lv lead was extracted and a new lead was inserted into the coronary sinus. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.